Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
Customer reported that the insulin pump was alarming, but the display was blank. Customer reported that the insulin pump had recently gone through a body scanner. After inserting a new battery, the display returned, but disappeared again shortly. Customer stated that the display was only visible if she held the act button. Blood glucose level was not provided. No further info was provided.